Manufacturer narrative:
The reported event of "the autopulse platform did not work properly" was confirmed during functional testing and archive data review. Visual inspection of the returned platform revealed no damage to the platform. Based on the archive review, the reported complaint was confirmed. The archive shows ua45 (not at "home" position after power-on/restart) and ua17 (max motor on time exceeded during active operation). User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. During initial functional testing, the platform was power on and the ua45 was displayed. The root cause was determined to be user not following the IFU. To remedy the ua45, the driveshaft was rotated back to the "home" position. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. In addition, the lifeband was observed to be stuck inside channel roller assembly and the channel roller assembly was replaced to address this issue, unrelated to the reported complaint. Following service, including replacement of the channel roller assembly, the platform was subjected to final functional testing by using an lrtf (large resuscitation test fixture) to run the platform for 15 minutes and no problem was observed. Furthermore, the brake gap check and inspection was performed and the gap was within its specification. The autopulse platform was manufactured in august 2011, and it is more than 8 years old, well beyond its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As per customer, the autopulse platform did not work properly. No further information was provided. No known consequences or impact to patient was reported.